Event description:
The customer reported that the system displayed a precharge voltage error message at boot-up outside of a case. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation and replaced the battery pack. The system was tested and found to be working as intended and put back into svc.